Manufacturer narrative:
The lens was not received by the manufacturer for analysis. While we are not able to definitively determine the cause of this event we have no reason to suspect it is manufacturing related. Lens met manufacturing criteria prior to release. Iol not received for analysis.

Event description:
Physician reported the haptic broke after it was implanted. Physician removed the iol and performed a vitrectomy.